Manufacturer narrative:
Section d6a: if implanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) had a mark on it. There was patient contact, but the extent of that contact is unknown. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 18, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed a stress mark on the tip of the cartridge, which is within specification for used product. Ovd was observed inside the cartridge. The lens module, plunger rod, and handpiece were inspected and no further issues were identified. No lens was received for evaluation. Customer provided photos were evaluated. The photos displayed original folding cartons and their labels. Complaint information was written on the cartons. No photos of the lens was received; no issues could be identified. The complaint issue was not identified during product and photo evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.